Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. Evaluation functional test was successful. Based on the information provided to abbott and the investigation performed, the reported noise issue and subsequent cancellation was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During preparation of the patient for a ventricular tachycardia procedure, the ECG had a lot of noise resulting in cancellation of the procedure. The system was connected to a different plug and the ground of the system was checked, a new system reference electrode, and a new right leg ECG electrode were used, but the issue was not solved. The case was then aborted with no adverse patient consequences. The issue was resolved after replacing the amplifier.